Event description:
Boston scientific received information that this defibrillation lead exhibited high pacing impedance measurements that had been gradually increasing. High out of range pacing impedance measurements were later observed. Noise was seen on the shock channel as well as some noise on the rate/sense channel. The noise resulted in a nonsustained episode. No inappropriate therapy was delivered and there was no pacing inhibition reported. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available this report will be updated.